Event description:
A report was received that the patient was having difficulty charging his ipg. The patient underwent an ipg replacement per physician's preference and was reportedly doing well following the procedure.